Manufacturer narrative:
Initial MDR submission with device evaluation. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# unknown; batch# unknown. It was reported by customer that foley catheter kit had a syringe of sterile water with only 2 ml of sterile water in syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Foley catheter kit had a syringe of sterile water with only 2 ml of sterile water in syringe. Kit was discarded and another kit was utilized. Additional information received on 27-09-2024: the product should have 10ml in the syringe.